Event description:
It was reported that this implantable cardioverter defibrillator recorded an explant indicator however the voltage of the device recovered. 3 months later the device was explanted due to therapy upgrade. The device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion.

Manufacturer narrative:
The returned device was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This device was not part of the advisory. Additional information was added to the following fields: h7: if remedial act init, type.

Event description:
It was reported that this implantable cardioverter defibrillator recorded an explant indicator however the voltage of the device recovered. 3 months later the device was explanted due to therapy upgrade. The device was returned to boston scientific for analysis. No further adverse patient effects were reported.